Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(6), the investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 12 patient samples tested with online tdm phenytoin - free phenytoin application on a cobas c 503 analytical unit. Please refer to the attachment for all patient data.

Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 have been updated.